Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menstrual disorder ("abnormal bleeding during menstruation") and pelvic adhesions ("adhesions"). The patient was treated with surgery (laparoscopic bilateral essure removal, bilateral salpingectomy and lysis of adhesions on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, menstrual disorder and pelvic adhesions outcome was unknown. The reporter considered pelvic pain, menstrual disorder and pelvic adhesions to be related to essure. The reporter commented: on (B)(6) 2015 she underwent laparoscopic bilateral essure removal, bilateral salpingectomy, laparoscopic lysis of adhesions, and a diagnostic hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was satisfactory placement/full occlusion both tubes. On (B)(6) 2015 diagnostic hysteroscopy: results not provided company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. One year and nine months after insertion, she underwent laparoscopic bilateral essure removal, bilateral salpingectomy, and laparoscopic lysis of adhesions. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer also had adhesions which could be an alternative explanation for the pain. However, given the nature of the event chronic pelvic pain, a contributory role of essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. One year and nine months after insertion, she underwent laparoscopic bilateral essure removal, bilateral salpingectomy, and laparoscopic lysis of adhesions. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer also had adhesions which could be an alternative explanation for the pain. However, given the nature of the event chronic pelvic pain, a contributory role of essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.